Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed several episodes of ventricular noise reversion from what appears to be oversensed hourly high voltage lead impedance measurements. The patient is asymptomatic. Disabling the hourly high voltage lead impedance measurements was recommended but not completed. No further information is available.

Manufacturer narrative:
The reported sensing anomaly was confirmed in the laboratory via stored egms. The device was tested on the bench and high pacing lead impedance was noted in the device image. The cause of impedance and sensing anomaly could not be determined.

Event description:
New information received states the device was explanted and replaced. The patient condition was fine throughout the procedure.